Event description:
It was reported that patient enrolled in clinical study underwent initial surgery in early 2003. Subsequently, revision procedure was performed in 2005, due to deep prosthetic infection, severe, treated with resection of implant and insertion of spacer, IV antibiotics.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event.